Event description:
It was reported, that the right ventricular (rv) lead was explanted and replaced for an unknown reason. No other information was available.

Manufacturer narrative:
Further information requested, but was not received.